Event description:
During resuscitation, defibrillation was required x3. As the defibrillator was being charged for a fourth time, it was noted that the paddles did not fully charge to the 300 joules. Nurse turned off power, turned it back on, paddles did charge to the 300 joules and defibrillator appeared to fully discharge. This resulted in a very slight delay but had no overall effect on the resuscitation event. Afterwards, "error 44" noted on screen. Defibrillator sent to biomedical electronics and will be sent to manufacturer for evaluation and repair. This defibrillator is located in EKG department and is rarely used but has been tested daily. Defibrillator was plugged in at the time.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-93. Service provided by: manufacturer. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, discrete component/device. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.